Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. Display function properly with testing case. No frozen on display noted. Unable to verify the motor error alarm and unexpected restart alarm error alarm due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, button error alarm, and motor error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 91 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.